Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing break near the pump. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation.abrasion was noted on the shorter exhaust tube of the pump. Partial separations, surrounded by abrasion, were noted on the shorter exhaust tube of the pump. (Note 2) these are not sites of leakage. A separation was noted on the longer exhaust tube of the pump near the tube/strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1. Leakage was noted at the connector of cylinder 1. No visible separations were noted at this site of leakage. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo the shorter exhaust tube and inlet tube of the reservoir had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing near the tube/strain relief junction of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. There was minimal leakage noted on both ends of the connector on the exhaust tube of cylinder 1. As the connector was attached, quality was not able to determine the reason for the minimal leakage noted around the connector. The tubing may have not been fully flush to the connector which may have resulted in the minimal leakage noted. However, quality is unable to confirm that. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.